Event description:
Reporter indicated that every time they used the programming computer, it would freeze and display an error message on the screen.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.